Event description:
It was reported that during a whipple procedure, the surgeon noticed that several of the staples did not curl down correctly. These were on the specimen to be removed. There was no patient impact. The cartridge was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. The batch records were reviewed and the final quality release criteria was met before the batches were released for distribution. Complaint information is trended on a regular basis to determine if further investigation is warranted.